Event description:
It was reported that the pt is experiencing an increase in seizures. Reporter was not certain whether it was above or below pre-vns baseline. Pt was also admitted to the hospital a couple of weeks ago due to decreased heart rate. Reporter did not know if it was related to vns. Pt is currently not in the hospital. Attempts for further information have been unsuccessful to date.